Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 4 years, 9 months. The explanted pump and the replaced portion of the percutaneous lead (driveline) were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that log files were submitted for review because the lvad clinician suspected the patient had a short-to-shield condition. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2017 while the system was connected to battery power and an additional pump stoppage on (B)(6) 2017 while the system was connected to a power module. There were driveline disconnects at the time of the events. A phase-to-phase short was suspected. On (B)(6) 2017, the manufacturer¿s technical services representatives arrived onsite for a percutaneous lead (driveline) evaluation/replacement. No open wires were found during phase interrupter tests. A distal end percutaneous lead (driveline) replacement was performed approximately 2 inches from the exit site. Post replacement, a pump stoppage immediately occurred. Internal wire damage was suspected. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The replaced portion of the percutaneous lead (lead) and the explanted pump were returned for evaluation. The evaluation of the pump confirmed the report of suspected internal driveline wire damage that would have caused the low speed/pump stoppage events captured in the submitted system controller log file. Approximately 14 inches of the external portion/distal end of the lead was returned for evaluation. Breakdown of the metal braided shield was observed along the length of the lead segment, which appeared consistent with almost 5 years of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The explanted pump was returned assembled with the percutaneous lead (lead) severed approximately 2.5 inches from the nipple of the pump housing and the remainder of the lead was returned in two segments. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The percutaneous lead was returned severed approximately 2.5 inches from the nipple of the pump housing and the remainder of the lead was returned in 2 segments measuring approximately 10 inches and 29 inches (distal end) in length. Electrical continuity testing of the returned portions of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield appeared unremarkable except for an area of breakdown of the metal braided shield at approximately 5-6 inches from the nipple of the pump housing. Visual inspection of the underlying wires revealed breaches in the insulation of the yellow, green, and black wires on the internal portion of the lead at approximately 5.5 inches from the nipple of the pump housing, exposing the inner conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned lead segments revealed no additional areas of compromised wire insulation. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the pump stoppages. The interruptions in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power as recorded in the submitted system controller log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.